Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine via an implantable infusion pump for spinal pain. It was reported that the pump had a motor stall at 5:00am on (B)(6) 2019-. The patient would be admitted to the hospital and scheduled for a replacement. No symptoms were reported. It was reported that the pump would be returned. The pump was shut off. It was reported that the issue was resolved, and the patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-apr-09. It was reported that the surgery had not been scheduled yet.